Manufacturer narrative:
Customer service sent a replacement pump to the customer. In the f/u with the customer, she indicated the pump caused damage and blisters on her nipples from the pump's suction on the lowest setting. The customer spoke with a medela clinician on (B)(6) 2013, where she stated that she had discontinued use of pnsa. She has received medical attention and antibiotics from her physician to prevent infection. She had completed the course of antibiotics and her nipples have healed, but remain sensitive. She received a replacement pnsa sent by cs and she has returned it to the retailer for a refund of purchase price. Per clinical review she received appropriate medical attention and prophylactic antibiotic treatment. Should add'l info or the original product be received, resulting in new, charged, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that her pump in style breast pump caused damage and blisters from suction too hard on the lowest setting.